Manufacturer narrative:
Replacement wheel sent on warranty replacement order (B)(4).

Event description:
Customer alleges one of the caster wheels had split completely through. Reorder (B)(4). No injury alleged.